Event description:
It was reported when using the kit grp a strep 30 test veritor, a false negative result was obtained for a patient sample. Upon confirmatory testing by culturing the sample, a positive result was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the kit grp a strep 30 test veritor, a false negative result was obtained for a patient sample. Upon confirmatory testing by culturing the sample, a positive result was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor material 256040 batch number 3353251. The customer reported that they were receiving one negative result with patient sample using the veritor analyzer, while the culture was positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record bhr review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or physical samples were returned; therefore, no return sample analysis could be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.